Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported by the patient that patient had been using a heating pad and therapeutic ultrasound to the neck and shoulders;the patient questioned if that may have resulted in the device only lasting six years. The patient had a device check done and it was confirmed that recommended replacement time (rrt) was triggered and the device had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).